Event description:
The drain and j-vac reservoir were implanted in the pt in 2000. In 2000, it was discovered that there was no suction from the j-vac reservoir. A crack on the drain was observed. There were no pt complications.